Event description:
Same case as MDR ID: 2134265-2012-07297. Same case as MDR ID: 2134265-2012-07264. Same case as MDR ID: 2134265-2012-07261. (B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction and stent thrombosis. In (B)(6) 2012 the patient presented with unstable angina and the patient was referred for cardiac catheterization. The 100% stenosed and 30 mm long de novo first target lesion was located in the distal right coronary artery with a reference vessel diameter of 30 mm. The first target lesion was treated with pre-dilation and placement of 2.5x38 mm promus element plus stent, resulting in 25% residual stenosis following post dilation. The 100% stenosed and 22 mm long de novo second target lesion was located in the proximal right coronary artery with a reference vessel diameter of 3.0 mm. The second target lesion was treated with pre-dilation and placement of 2.5x24 mm promus element plus, resulting in 25% residual stenosis following post dilation. The 100% stenosed and 30 mm long de novo third target lesion was located in the distal right coronary artery with a reference vessel diameter of 3.0 mm. The third target lesion was treated with pre-dilation and placement of a 3.0x32mm and 3.0x28mm promus element stent, resulting in 25% residual stenosis following post dilation. The same day the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012 the patient had experienced an acute inferior st elevated myocardial infarction and stent thrombosis. The patient was hospitalized on the same day and cardiac catheterization was recommended. A couple days later a 100% stenosis located in the proximal right coronary artery and extending to mid right coronary artery was treated with medications and percutaneous coronary intervention procedure. A couple days later the event was considered resolved and the patient was discharged on the same day.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).